Manufacturer narrative:
Two power supply units were returned for evaluation and have been forwarded to the supplier for an in-depth investigation. The supplier responded back that for the one unit, the software in a programmable ic became compromised after an resistor failure which caused a cycling of certain operations over a longer period of time (so-called "hickup mode"). Inside the other power supply unit, some parts in an electronic stage were damaged by overcurrent or short circuit. If the dc stage of the power supply exhibits a malfunction the device will post a corresponding power fail alarm which is buffered by an independent power source. The emergency breathing valve will be opened to ambient to allow spontaneous breathing. In the particular case the was no specific event reported that has put a patient at risk. There's currently no indication for the potential presence of a systemic issue. This consideration is based on the following facts: the failure modes of the two evaluated power supplies were different. In reflection of the technical root cause there are no similar reports from other countries. A reasonable explanation for the reported accumulation may be transient spikes or heavy fluctuations in the hospital's building power supply that may have destroyed the electronic parts. Dräger finally concludes that the devices behaved as specified for the particular error condition.

Event description:
Please refer to initial MFR. Report #9611500-2018-00256.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Power (with dc module) malfunction when connected to the ac the machine does not work. No injury reported.